Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 18 mg/dl at the time of one of the incidents. The customer stated that when in auto mode, the sensor and blood glucose would be reading low but the pump would still give him insulin. The customer stated in an earlier social media post that the pump had once given them 25 units all at once while in auto mode. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. Customer had a lot of anxiety and felt suicidal. The insulin pump will be returned for analysis.